Manufacturer narrative:
Updated: b4, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions) and h11. A getinge field service engineer (fse) performed all manifold tests. The membrane diff prs. For the patient (pneumatic) interface module test was -11, resulting in a fail." The safety disk was replaced. All manifold tests were performed and the result was pass. The following investigation was performed by, technician of the maquet failure analysis and testing dept. The failure analysis and testing dept. Received part safety disk with a reported unit failure of failing the membrane test. The failure analysis and testing dept. Installed part safety disk into the cardiosave test fixture and tested the safety disk to factory specifications per procedure and the cardiosave service manual. The fat dept. Performed the all manifold test and observed that the membrane differential test had failed with a result of 9mmhg. The factory specification is 6mmhg. The fat dept. Was able to duplicate the failure. The safety disk failed testing. Retaining the safety disk in the fat dept. Per procedure.

Event description:
N/a

Manufacturer narrative:
Due to character limitation, below field are added from e1- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, while performing manifold tests on cardiosave intra-aortic balloon pump (iabp), the membrane diff prs. Of the patient (pneumatic) interface module tests was failed. The issue occurred during regular inspection and there was no patient involvement.